Manufacturer narrative:
Product was received on (B)(4) 2013. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device has had high power consumption for the past three weeks. The battery lifetime has been 4-7 days. The infusion device has not provided e2 (battery empty) or w2 (battery low) messages. The patient has experienced elevated blood glucose levels as high as 430 mg/dl. Correcting the elevated levels has been possible after changing the battery. The patient also stated that the device has displayed e1 (cartridge empty) and w1 (cartridge low), but the insulin cartridge was still full. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.